Event description:
It was reported while using bd¿ prn adapter the heparin cap tube core was broken and stuck in the PICC tub. The following information was provided by the initial reporter, translated from chinese to english: on 3.5, liquid leakage was found during the infusion, and when it was decided to replace the heparin cap, it was found that the heparin cap tube core was broken and stuck in the PICC tube.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0266484 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event and previous investigations into this product family our engineer shave determined that the most likely root cause for this event is the presence of silicone residue on the sleeve stopper. Silicone is used in the manufacture of this device and can reduce the friction imparted on the surface of the sleeve stopper. The retained sample was performed for the pull force of the sleeve stopper, the result is pass, the attachment 1 - retained sample test report. CAPA#1389644 was initiated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd¿ prn adapter the heparin cap tube core was broken and stuck in the PICC tub. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2021, liquid leakage was found during the infusion, and when it was decided to replace the heparin cap, it was found that the heparin cap tube core was broken and stuck in the PICC tube.